Manufacturer narrative:
One fast fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent. The actuator is lodged at the distal end of the needle. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1 is bent, t2 and the suture show no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found not to function.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, the t's simultaneously deployed. A backup device was available to complete the procedure with no significant delay or patient injuries. All ts were removed.